Event description:
It was reported that the patient presented in the emergency room experiencing syncope. It was noted that a device check on (B)(6) 2013 revealed an instance of high ventricular impedance. In the emergency room, the high impedance continued and the lead exhibited noise. The lead was capped and replaced. The patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.